Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for seven unknown cortex screws. Implant date: initial implant date reported as; between (B)(6) 2010. The second explant date was reported as; (B)(6) 2014. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was in a motorcycle accident in 1975, the day after the accident patient's tibia was plated with non-synthes product. Patient was re-operated with a 4.5 mm narrow locking compression plate- dynamic compression plate (lc-dcp) and seven unknown 4.5 mm cortex screws due to nonunion between april and (B)(6) 2010. Actual date patient was re-plated to synthes plate and screws is unknown. On (B)(6) 2014 patient still had the non-union and plate and screws were removed. Surgeon then did a bone graft and replaced the plate. Tibia has been in nonunion since 1975. Surgical outcome was good. There was no report of a surgical delay. This report is for seven unknown cortex screws this report is 2 of 2 for complaint (B)(4).